Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd relion¿ insulin syringe had scale print that had shifted downward before injection. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8071816. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications (B)(4) noted for missing zero line. There was one (1) notification (B)(4) noted for blank barrel. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that a relion¿ insulin syringe had scale print that had shifted downward before injection. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Common device name and brand name were entered incorrectly and should be as follows: medical device brand name: relion insulin syringe. Common device name: insulin syringe. The event description has been corrected.

Event description:
It was reported that a relion insulin syringe had scale print that had shifted downward before injection. There was no report of exposure, serious injury, or medical intervention.